Event description:
A patient whose endotracheal tube (ett) had been in for approximately 6 weeks (chronic bronchopulmonary dysplasia patient). The patient needed her ett re-taped frequently which caused the numbers on the ett to be removed from tape residue. This became an issue as the nurses and renal therapists's were unable to visualize where the ett was secured for several days.